Event description:
Abutment fractured after placement.

Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.

Manufacturer narrative:
Event date was reported as (B)(6) 2013, should have been (B)(6) 2013. Replace was checked in error, checked recall # z-1215-2014